Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and the pump motor was slower. The contact declined troubleshooting and did not provide any specific information. There was no reported adverse impact.